Manufacturer narrative:
MDR 2518422-2024-10535 is the original report associated with this device. A duplicate report has been submitted for this device under report MDR 2518422-2024-10347. This follow up report is being filed for awareness of this duplicate report.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer became aware of an allegation of heated humidifier assy that the patient alleges nose and respiratory tract irritation, dizziness, headache, nausea, vomiting and lung disease. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.